Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer was not working on the e100. Technical support was contacted and the technical service engineer (tse) was informed that the customer was able to use the erbe with the vessel sealer but not the e100. The customer was not able to restart at that time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Field service engineer replaced the e-100 unit to resolve the issue. The system was tested and verified as ready for use. Isi received the e-100 involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported issue. This unit was installed into the test system and it worked fine with synchro seal instrument installed. Failure analysis tech used synchroseal with a saline dipped gauze in the jaws and fired yellow pedal, sync activations, cut/seal about 100 times and e-100 worked fine without any issue. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 25920, energy activation is halted by external equipment. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the electro-surgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.